Event description:
Same case as MFR report #2134265-2008-00340. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent partially came off the balloon. The target lesion was in the left circumflex (lcx) artery. The physician was attempting to treat the target lesion with a 3.0x20mm taxus express2 drug eluting stent (des) when it appeared that the stent "came off the balloon about 50%". The physician deployed the device with the final location of the stent partially in the intended location. The device was postdilated with an unk type balloon. The physician attempted to advance a 3.0x12mm taxus express3 des through the previously implanted 3.0x20 taxus express2 but was unable to cross the lesion and stent. The 3.0x12mm taxus express2 des was removed and the stent strut appeared to be lifted. There were no patient complications reported with the patient's current condition listed as "fine".